Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse, reported to our sales rep, it was observed that the lag screwdriver twisted. The surgeon was able to fix the screw and completed the surgery.

Manufacturer narrative:
Evaluation conclusion: the reported issue was not confirmed. The customer defined the lag screwdriver to be the primary product. No associated products were reported. An investigation and a review of the DHR were not possible because the product was lost in hospital and the lot code was not provided. Based on the event description ¿¿the lag screwdriver twisted¿ and the comment that the hospital damaged the screwdriver by an inadequate usage it is most likely that the teeth of the lag screwdriver got bent during lag screw insertion and/or the inner rod got deformed. Previous cases are known: the deformed and damaged pegs and inner rod thread are a result of an inadequate usage and too high torsion forces during lag screw insertion or extraction. A pre-damaging of the instruments in prior surgeries could not be excluded. The needed torsion force to insert a lag screw with the screwdriver is revealed in the dhf (approx. 7nm) and an internal lab test confirmed that this needed force is definitely reached (<40nm). Furthermore additional methods are available to extract the lag screw without the lag screwdriver. The methods are described in brochure# b1000057, ¿extraction set¿. Based on all information the case is attributed to a user error (inadequate usage). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
The nurse, reported to our sales rep, it was observed that the lag screwdriver twisted. The surgeon was able to fix the screw and completed the surgery.